Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in an unspecified vessel. During a failed attempt to cross the lesion with the 2.5x12 mm xience pro, without force, a proximal shaft separation occurred. The system was removed without issue and another xience pro was placed successfully in the target lesion. No adverse patient effects, or clinically significant delay in the procedure were reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, new information received states that pre-dilatation was performed prior to stenting and moderate force was used during the failed attempt to cross, which resulted in the proximal shaft separation.

Manufacturer narrative:
(B)(4). Evaluation summary: improper or incorrect procedure - excessive force. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.